Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump displayed a cassette not properly secured, even though no cassette was present. There was no patient involvement.

Manufacturer narrative:
D7a - single use device: updated. D9 - date returned to MFR: 12-may-2026. H3 and h6 codes: updated. The suspect pump was returned for evaluation. No service history was recorded within the past 12 months. A visual inspection revealed no anomalies. During functional testing, the pump displayed the error message, cassette not properly secured even though no cassette was present. This confirmed the complainant¿s allegation. The issue was resolved by replacing the downstream occlusion (dso) seal and recalibrating the dso sensor. The probable cause was a recalibrated dso sensor resulting from a delaminated dso seal.